Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
Customer reports that due to a power outage, data loss occurred. The pacs-iw data base, the windows events logs, and the structured query language had no entries after (B)(6). There was no reported patient injury associated with this event.